Event description:
This spontaneous report was received from a (B)(6) year old, female, pt, (reporting on herself) from the us: (B)(4). The pt's weight was (B)(6) pounds and height was (B)(6) inches. The pt's medical history and concurrent conditions included: drug allergy (steroids) and meniere's disease. The pt was treated with visine for contacts (hydroxypropylmethylcellulose/glycerin, solution, ophthalmic, batch unspecified) once in total, (1 drop in each eye), initiated on (B)(6) 2011 to (B)(6) 2011 for dry eyes. Concomitant medications included topiramate for "fluid build up around the brain". On (B)(6) 2011, the pt used the product and it ran down her neck and she broke out in a rash. She also experienced a burning sensation in eyes when she applied the product in her eyes on (B)(6) 2011. To treat the event the pt removed the contacts and cleaned them with her normal solution and also took some generic benadryl. Treatment with hydroxypropylmethylcellulose/glycerin was withdrawn. The pt had not recovered from neck rash and burning sensation in eye. This report was not serious. This case is a duplicate of (B)(4), version 0. Add'l info was received from the pt on 5/9/2011. The case was reassessed as serious based upon new info received on (B)(6) 2011. The pt reported her left eye had chemical burns and cornea was "like a piece of shattered glass" (dates unspecified). She was given a medication to use as a replacement. The outcome of the events was unspecified. This report was serious (medically significant). This case is a duplicate of (B)(4), version 1.